Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a 0.2 micron pediatric filter, rotating luer generated a leak during patient use. The report stated that the cracked 0.2-micron filter had hazardous drugs in it. Could not identify lot# as the packaging was disposed of. The cracked 0.2-micron filter is available to return to the vendor for further investigation. The writer was covering a patient while the nurse was on break, and the patient was running thiotepa via syringe at this time. The pa noted that the patient had fluid just above the diaper soaking a portion of their shirt. Assuming it was urine, the pa changed the patient and notified the registered nurse (rn). The rn assessed the lines and found that one of the intravenous (IV) lines was leaking. The add-on 0.2-micron filter was securely connected at the end of the thiotepa line, however, it was dripping. The writer notified csn who came to help clean the patient and bed. The filter was replaced and thiotepa began to infuse well. The staff medical doctor (md) was notified and the following dose was increased given it was uncertain how much of the chemotherapy the patient ended up receiving. There was no patient harm reported.

Manufacturer narrative:
One (1) used. List #b6008, was returned for evaluation, as received thiotepa residual was observed in the sample and the threads post from the inlet port of the filter were broken. The broken section was visually inspected and a stress withing and cold form damage was observed. No mating device was returned for evaluation. Complaint of crack can be confirmed. However, how, when or where this breaks occurs is unknown.